Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy procedure, the clip wouldn't close. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.